Manufacturer narrative:
Hamilton medical ag event reference number: cer(B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: a self check was conducted before use, and an alarm was triggered that the oxygen source was low. The oxygen intake valve was replaced, but the alarm disappeared. Due to long-term disuse, the oxygen battery will be replaced later and put back into use.